Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to pain and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00791 and 0001825034-2020-00792. Concomitant medical products: biomet cc I-beam tray 71mm catalog#: 141223 lot#: j3578905, vngd cr lip tib brg 10x71/75 catalog#: 183540 lot#: 092630, bmet arcom ap pat w/wire 31mm catalog#: 11-150826 lot#: 320130. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient states she was revised due to loosening approximately eight (8) months post primary implantation. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Loosening of the implant could not be confirmed. Patient sensitivity was confirmed via medical records. Medical records were provided and reviewed by a health care professional. (B)(6) 2018 bone scan and (B)(6) 2017 x-rays results had no abnormal findings. Allergy test results show the patient is mildly reactive to cobalt, titanium and aluminum and highly reactive to nickel. Device history record was reviewed and no discrepancies were found. The patient is allergic to the cobalt in the implants; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.